Manufacturer narrative:
Date sent to the FDA: 11/13/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a ventral hernia repair in 2009 for a recurrent hernia. The pt developed pneumonia eight days later. The pt remained hospitalized and was prescribed antibiotic (augmentin). The pt was discharged two days later. The event was reported as resolved five days later.